Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button symbols were found to be worn and illegible. The keypad cover was found to be torn over the ok button and below the ok button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The contrast button was unresponsive to button presses. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all key contacts. The trace for the contrast button was found to be corroded from moisture damage. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that okay button was intermittently unresponsive and keypad was peeling up near okay button since six months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.